Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "solid particles" were observed inside the fluid path of a light sensitive drug set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection was performed and solid particles inside the synthetic y connector were observed. The reported condition was verified. The cause of the condition was found to be due to defective raw material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.